Event description:
It was reported that the pt experienced low blood glucose levels. The pt's mother reportedly helped the pt drink a can of soda due to her blood glucose readings. Emergency medical services (ems) were contacted regarding the incident, however, the pt was not treated by ems as the pt's blood glucose levels normalized upon arrival.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated the pump functioned within required specifications and delivered insulin accurately.